Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 oct 2016.

Event description:
It was reported that a patient presented to the clinic for a follow up, where it was observed that their implantable cardioverter defibrillator had experienced premature battery depletion. The patient's device was explanted and replaced on (B)(6) 2021. The patient was stable throughout.